Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-8933-26s batch 15288643 was received for evaluation, but only the screw head was received. Visual inspection revealed that the screw's head had detached from its body. Damage to the hex and signs of cross-threaded were also observed. Functional testing cannot be performed as the device was received broken/damaged. The received screw head was visually evaluated and measured according to drawing c0960 at revision 15; the received screw head matches the color specified on the drawing. After the measurement, some dimensions are out of specifications, most likely due to the damage to the head. The most likely cause of the reported failure is user error, including improper bone preparation and failure to seat the driver fully into the screw or to align the driver properly with the screw. Directions for use dfu-0125-eo arthrex low profile screws g. Precautions 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an osteotomy, the screwhead broke. The broken piece was left inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.